Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine 20 mg/ml (dose was 5 mg/day, currently 2.5 mg/day), and dilaudid 8 mg/ml (dose was 2 mg/day, currently 1 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and chronic low back pain. It was reported that during a pump replacement for elective replacement indicator (eri) on (B)(6) 2016, a dye study was performed as a routine part of replacing the pump, but the hcp was not able to push through the catheter access port (cap)/catheter. The hcp was able to aspirate, but was not able to push through. The hcp removed the catheter connector from the pump and they were able to push through the cap. The hcp tried rotating the needle approximately 180 degrees when trying to push through the catheter access port (cap), which did not resolve the issue. The patient was doing fine prior to the replacement. There were no volume discrepancies with the old pump. The patient reportedly took "a lot of orals on top of the pump medications." There were no reported symptoms. The hcp would be informed to watch/monitor the patient for any issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.